Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. However, in this case, the pvl was likely attributed to the suboptimal position (deep) of the valve as the target implant depth for evolut r is 3 ¿ 5 mm. Regarding the hypotension observed during valve positioning, it is a potential adverse event in the IFU associated with the implantation of the device and can occur during the implant procedure depending on the patient¿s pre-procedural condition. A cause for the hypotension could not be conclusively determined based on the information received. Angiographic record review: cine films provided with the complaint were reviewed and showed the following based on the reviewer¿s discretion: (1) the first valve was fully released in the native anatomy. Contrast was administered and the depth of the valve appeared to be approximately 12 mm, compared to the reported 7 mm. As previously stated, the recommended implant depth of evolut r is 3 ¿ 5 mm so the first valve was implanted too deep. (2) a right anterior oblique (rao) view of the first valve showed a severe compression. Frame expansion can be affected by patient anatomical factors and procedure related factors. In this case, the observed compression is consistent with a deeply implanted valve in a bicuspid anatomy. (3) the second valve crossed the first implanted valve and the position was acceptable. (4) proper deployment steps for the second valve were observed. (5) the second valve was deployed to 80%, at approximately 3 ¿ 5 mm into the annulus. (6) a post dilatation was performed to resolve the compression of the first valve and to adhere the second valve to the annular wall. (7) final angiographic image with contrast showed no pvl and good coronary perfusion. Based on the cine review, the placement of the first valve in a deep position and pvl was confirmed. The review also confirmed that the second valve was implanted valve-in-valve into the first valve followed by a post-bav which resulted in no pvl in the final angiogram. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 34-millimeter (mm) transcatheter bioprosthetic valve in a bicuspid aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 mm non-medtronic balloon and the native valve was found to be large with a perimeter of 29.9 mm. The native valve contained large calcification spikes down in the left ventricular outflow tract (lvot). The valve was implanted at a final depth of 7 mm with moderate to severe paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed with a 26 mm balloon non-medtronic balloon and the pvl was reduced to moderate. Hemodynamics were stable, but lung edema started to develop. Per the physician, the pulmonary edema was caused by a hypertrophic small ventricle, that could not pump the blood properly. This was the reason for the blood that accumulated back in the lung veins. The pvl and hypotension that were observed during the attempts to position the valve also contributed to pulmonary edema. Echocardiogram confirmed the moderate pvl and the patient was sent to the intensive care unit (ICU). The blood pressure was low and an echocardiogram showed an increase in previously identified pvl. As a result, a second 34 mm transcatheter bioprosthetic valve was implanted valve-in-valve in a higher position with ¿great¿ hemodynamic results, verified by double pressure measurements and echocardiogram. The pulmonary edema resolved after medical treatment, continuous positive airway pressure (CPAP) and the placement of the second valve. No additional adverse patient effects were reported.